Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. Qc investigation on (B)(6) 2017 resulted in defect found and the event was determined to be reportable. The most likely root cause is black chemistry due to improper storage. Test strip (B)(4).

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred when the test strip was inserted. During the call on (B)(6) 2016, the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood test performed during call on (B)(6) 2016 produced result of e-3. The product is stored according to specification and is stored in the bedroom. The test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date is (B)(6) 2016. Adverse event not reported at time of call on (B)(6) 2016.